Event description:
It was reported that (3) er320 were used during a laparoscopic cholecystectomy procedure. It was reported by the rep that a note was left with the product indicating that (3) different er320 clip appliers misfired. The instruments in question were not saved and will not be returned. The note indicated that when fired, the instrument delivered two clips at the same time. This did not happen with every firing. Three instruments were used to finish the case. No other info was available.